Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker spoke to the customer over the phone and the customer reported that one of the battery pins was broken. A stryker service technician provided the customer with replacement battery pins for them to repair. The device was not returned to stryker for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.